Event description:
It was reported that during a laparoscopic gastric bypass, the stapler fired and cut the tissue. The staples were not formed properly. The case was completed with another stapler with no pt consequence.